Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated pacing impedance and elevated sensing integrity counter (sic) counts. As well, there was high rv thresholds, oversensing and multiple high rate non-sustained episodes and non-sustained ventricular tachycardia episodes recorded. The physician suspected a possible fracture. The lead is still in use. No patient complications have been reported as a result of this event. On 2018-05-17: it was further reported that the lead was reprogrammed. The patient's left ventricular (lv) lead had high thresholds and was reprogrammed. The lv lead remains in use.